Event description:
It was reported that the customer experienced a connectivity issue between the ilet and the libre 3 plus sensor after initial setup, with an agent attempting user education and troubleshooting that included guiding the customer to scan the sensor within the ilet application before the call disconnected. Symptoms included no reported clinical effects. Outcomes included no impact on daily activities and no medical intervention. Investigation included a review of available information and attempted technical troubleshooting via phone. Investigation of this case revealed that the issue could not be confirmed or reproduced due to loss of contact with the customer. It was concluded, based on previously established findings for similar reports, that the cause could not be determined based on the information available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.